Manufacturer narrative:
A repair was ordered and further investigation is ongoing.

Event description:
It was alleged the trulight light head and spring arm detached and fell from the ceiling. No harm or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
During investigation it was identified one washer was missing at the connection between spring arm and central axis. This must have caused additional wear at the snap ring which secures the spring arm to the central axis. The cause for the missing washer could not be concluded. It was maybe missing from the initial installation in 2012 or was removed at a service event. The device history did not show any service activity or maintenance carried out by hillrom. According to the IFU the device must be maintained regularly by an authorized and train individual. Based on this no further action is required.

Event description:
It was alleged the trulight light head and spring arm detached and fell from the ceiling. No harm or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).